Event description:
The customer called to report a blank display. Troubleshooting was performed, and no damage to the battery compartment was noted. The customer asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. No moisture damage was found on the electronic assembly or motor.